Manufacturer narrative:
Cable.

Event description:
It was reported by service report that the zoom drive was inconsistent, it goes too fast and sometimes in an unintended direction. No patient involvement or adverse consequences are reported.